Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Multiple follow-up attempts to obtain information regarding alternate insulin therapy were made by tandem technical support however the customer did not respond. Customer¿s blood glucose was 128 mg/dl.